Event description:
The customer reported, the system is displayed a cine disk not available error message. A loss of subtraction, road-mapping, or other vascular cine functions could result in pt delay, damaged vasculature, or termination/rescheduling of a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system adn reseated the cine drive connectors and reformatted the cine drive. The system operates as intended.